Event description:
It was reported that the patient underwent a revision surgery on (B)(6) 2021. The surgeon performed a poly swap. The following eleos implants were revised: distal femur axial pin, tibial hinge component, and poly spacer. The following eleos implants remain implanted from the patient's original surgery on (B)(6) 2021: distal femur, cemented segmental stem, male-female midsection, cemented stem extension, and tibial baseplate. Attempts have been made and no further information has been provided.

Manufacturer narrative:
The investigation is in process. Attempts have been made and no further information has been made available. When the investigation is complete and if additional information is received, a supplemental MDR will be submitted accordingly. Multiple mdrs were submitted for this event: #3013450937-2022-00008; #3013450937-2022-00009; #3013450937-2022-00010; #3013450937-2022-00011; #3013450937-2022-00012; #3013450937-2022-00013; #3013450937-2022-00014.

Manufacturer narrative:
This report is being submitted to include additional information. The investigation is complete. The device was not returned for evaluation. The root cause of the alleged infection could not be determined. The device history records and sterilization batch records were reviewed and no issues during manufacturing or sterilization were identified that would have contributed to this complaint. If any additional information is obtained, a supplemental MDR will be filed accordingly. The following sections were updated: h3: device evaluated by manufacturer updated to no; h6: clinical code updated to 1930: unspecified infection; h6: medical device problem code updated to 2993: adverse event without identified device or use problem; h6: type of investigation code updated to 3331: analysis of production records; h6: type of investigation code updated to 4111: communication/interviews; h6: type of investigation code updated to 4110: trend analysis; h6: type of investigation code updated to 4114: device not returned; h6: type of investigation code updated to 4117: device not accessible for testing; h6: type of investigation code updated to 4109: historical data analysis; h6: investigation findings code updated to 213: no device problem found; h6: investigation conclusions code updated to 4315: cause not established. The following mdrs were also submitted for this patient: #3013450937-2022-00055; #3013450937-2022-00056; #3013450937-2022-00057; #3013450937-2022-00058; #3013450937-2022-00059; #3013450937-2022-00060; #3013450937-2022-00061; #3013450937-2022-00062.

Event description:
It was reported that the patient underwent a revision surgery on (B)(6) 2021 due to an alleged infection. The surgeon performed a poly swap. The following eleos implants were revised: distal femur axial pin, tibial hinge component, and poly spacer. The following eleos implants remain implanted from the patient's original surgery on (B)(6) 2021: distal femur, cemented segmental stem, male-female midsection, cemented stem extension, and tibial baseplate. No additional information regarding this adverse event has been provided.